Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # 492c92. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (b) was returned with no apparent damage, with a tyvek, and with a gst60b reload present. The reload was received with the one-piece sled missing and unfired making it non-functional. The device was tested for functionality in the straight position with a test battery pack, with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 492c92, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure that on the first fire for the first gun, the surgeon fired device it started then locked out. At that point they got second gun with same lot number and this time, there was no activation. It appeared to be dead. When the scrub tech handed device to the circulating nurse it was identified or stated that the battery housing was very hot. Then they pulled a third gun and completed the procedure. There were no adverse consequences for the patient. No buttress used.